Event description:
Paramedics arrived on scene of a pt described as in cardiac arrest. The device was attached to the pt through the therapy cable and combination electrodes, but reportedly, the device displayed that the electrodes were not attached. The operator switched to monitor in lead ii and diagnosed the pt to be in ventricular fibrillation. When an attempt was made to charge the defibrillator, the device allegedly again displayed that the combination electrodes were not attached. The crew used an AED which was on scene to delivery defibrillator energy to the pt. The pt outcome was not reported. There was no reported association between the malfunction and pt outcome.